Event description:
Rn had inserted the catheter and connected the hub to the catheter. The tubing disconnected from the hub and embolized to the patient's heart. Pt was transferred to another facility to have the tubing removed.